Event description:
A customer reported a blunt knife. A new knife was opened to complete the case. There was no impact to the patient. This is the second of two reports for this facility. Additional information has been requested.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).